Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. . It was reported that patient faced two infusion set cannula kinked events on 03-jun-2024 and 04-jun-2024. Event occurred within three hours of insertioninsertion site was at abdomen. Blood glucose levels were 280-290 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.